Event description:
The user facility reported that the sheath broke off in hand while the device was being removed. Follow-up communication from the user facility reported: event occurred during a manual sheath pull; initially slight resistance was felt; there was no scar tissue or calcifications noted; the sheath that was retained was in the patient's soft tissue; the original procedure was completed; the portion that broke off was surgically removed the next day; the piece of sheath was removed successfully; and patient condition was noted as "stable"

Manufacturer narrative:
Results : based on evaluation of user facility information and the returned sample; based upon reserve sample testing. Conclusions: based on evaluation of user facility information and the returned sample; based upon reserve sample testing. The involved device was returned & evaluated by qa at the manufacturing facility. Only the proximal portion of the device was returned. Examination confirmed the area of the sheath that was separated appeared to be stretched and distorted. A portion of the area was smooth, while the remainder of the separated area was rough and jagged. Inspection and testing on retain samples from recent production lots of rss602 were evaluated. A visual examination did not reveal any defects or anomalies and product performance specifications were met. The production lot number was not provided by the user facility, which prevented review of applicable production or complaint records. Product specific trends for the past three years indicate no similar reports. There is no indication that the event was related to a device defect or malfunction. The appearance of the involved sample is most consistent with the sheath having been partially cut and stretched. Based on the investigation, the reported issue may have occurred due to the device being partially cut during the procedure, and subsequently stretched to the point of breaking when encountering resistance while being removed. However, a definitive root cause cannot be determined with the information provided. All available information has been placed on file in quality assurance for appropriate tracking, trending, and follow up. (B)(4).